Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir's o-rings or topper groove for anomalies, none were found. Ran basal, bolus leaking test as follows: reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a paradigm pump. Conclusion: reservoir do not leak . Also performed a visual inspection and found no physical or cosmetic damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was unable to clear the alarm. Customer was unable to complete pump rewind. Customer stated that the drive support cap was normal. Customer stated that they had defective reservoir bottle that was cracked, insulin leaks from that bottle when they changed set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.